Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported the patient presented in the hospital with a high defibrillation impedance on the patient's right ventricular lead. Separation of the lead was noted prior to the procedure. The lead was explanted and replaced. The patient was in stable condition.